Event description:
Right leg laser atherectomy being performed by the physician, he was attempting to insert the laser, cook 6 fr sheath was in place. When physician was removing sheath to replace with a shorter sheath, the sheath unraveled and broke into pieces. Pt had to under go general anesthesia to repair left femoral artery and cut down on the right groin to retrieve broken sheath. Pt admitted to ICU post op.